Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The reported issue has been confirmed during evaluation of the provided problem description and service report. Device logs were not available for further analysis. It was found that replacement of air gas module is required. No parts were returned for further analysis. Therefore the root cause of the issue could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).